Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture of left implant. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified striated broken on radius and wear abrasion. Base on the device analysis the final assessment is: a striated broken on radius due to surgical damage consist in the use of some surgical tool.

Event description:
The device has been explanted.